Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has requested that the device be returned for evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump displayed an error message during installation immediately upon power up and the rpm/lpm values were displayed as "!" And "--." There was no patient involvement.